Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The knife wire was broken. The break was charred black and melted. The cutting wire was broken. An investigation was carried out to confirm the broken portion. The broken portion was scorched and melted. The outer diameter of the knife wire was measured; there was no abnormality. There were no problems with the length of the knife wire and wire sheathing, and there were no defects in the actual product. The outer diameter of the cutting wire was measured, and there were no abnormalities. The length of the coated portion of the cutting wire and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during a therapeutic endoscopy papillotomy procedure, the single-use 3-lumen sphincterotome v knife wire had broken while being used with the soma erbe vio 200s/electrosurgical unit. The type and setting of the hf (high frequency) ablation unit used are unknown and were not provided. The intended procedure was completed successfully with another similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, probable causes of the broken cutting wire include: 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. Additionally, it¿s likely that heat generated by an electrical discharge caused damage of the coated portion. However, a final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.